Event description:
It was reported that this artificial urinary sphincter exhibited a loss of fluid in the balloon; however, its source could not be identified. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.